Event description:
A healthcare facility in the netherlands reported via a fisher & paykel healthcare (f&p) field representative, that the tubing of an opt944 optiflow + adult nasal cannula broke during use and the patient desaturated to 23% spo2. It was reported that the flow rate was increased and the patient's spo2 increased to 34%. The subject cannula was then replaced, and the patient recovered to 96% spo2. No further patient consequences were reported.

Manufacturer narrative:
(B)(4). The opt944 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt944 optiflow + adult nasal cannula was returned to fisher & paykel healthcare (f&p) new zealand for investigation, where it was visually inspected. Results: visual inspection of the returned cannula revealed that the tubing was pulled apart at the manifold end. Conclusion: we are unable to determine the cause of the reported damage. However, the damage observed was likely caused by the tubing being pulled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject cannula would have met the specification at the time of production. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative, that the tubing of an opt944 optiflow + adult nasal cannula broke during use and the patient desaturated to 23% spo2. It was reported that the flow rate was increased and the patient's spo2 increased to 34%. The subject cannula was then replaced, and the patient recovered to 96% spo2. No further patient consequences were reported.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.